Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4). Product ID: bi71000576, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power supply, starter board and sator cable were replaced. The system setting and functions were checked. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a system. It was reported that while taking a 2d image, the system started beeping and the lights in the mobile view station (mvs) went out. The system did not respond to any commands, but re-booting the device solved the issue. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received stating that the issue occurred during a pre-operational 2d scan.